Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal device use. The customer's blood glucose was over 260 mg/dl, which was treated with a 3.0 unit bolus. The customer stated that he received multiple battery out limit alarms and now he experienced difficulty getting the keypad to respond. He was unsure whether the battery had been kept out of the insulin pump for greater than the duration allowed by the device when he changed the battery. The customer stated that the alarm had occurred with the first battery installation after he received the insulin pump in shipping mode. He noted that at some point, his blood glucose reached as high as over 300 mg/dl. He declined troubleshoot assistance for the high blood glucose, stating that he had a lot of sugary desserts and lunch. He declined troubleshoot assistance for the keypad issues as well. He was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.